Event description:
It was reported that the mini trek balloon catheter was advanced to the lesion in the distal right coronary artery without resistance; however, upon first inflation, the mini trek balloon ruptured after 2 seconds. Vessel and lesion site were characterized as being heavily calcified, mildly tortuous, eccentric, de novo and 99% stenosed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, such that the balloon ruptured upon first inflation below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined; however, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received:the balloon ruptured upon first inflation at 6 atmospheres.